Manufacturer narrative:
Results: the pusher assembly was kinked approximately 123.0 to 126.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked. This damage likely occurred due to forceful advancement of the penumbra smart coil (smart coil) against resistance. The kinks in the pusher assembly prevented the smart coil from advancing during functional testing. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the spinal arteries using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.